Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30126551m number, and no internal actions related to the reported complaint condition were identified. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a webster cs catheter with auto ID technology and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and death. After femoral vein puncture, the soundstar eco 8fg ultrasound catheter was inserted into the patient¿s body and several contours of the left atrium and right atrium were acquired. After that, transseptal puncture was performed, and the webster cs catheter with auto ID technology was inserted. At that time during the ablation phase, the patient became hypotensive, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of arterial blood from the pericardial space; however, the bleeding could not be stopped, and thoracotomy was performed. The patient appeared to be in stable condition; however, the patient died after they were transferred to the intensive care unit (ICU). Physician¿s opinion regarding the cause of the death is that it occurred due to the cardiac tamponade that occurred by injury to the left atrium during transseptal puncture and that there¿s no relationship between the death and the bwi products. No error messages were observed on any bwi equipment during the case. Despite the physician attributing the causality of the adverse event to an injury to the left atrium during the transseptal puncture, it cannot be confirmed the injury was not caused by the biosense webster inc. Catheter; therefore, this event it is to be attributable to the webster cs catheter with auto ID technology.

Manufacturer narrative:
On 6/5/2019, after submission of the 3500a initial MDR, it was noticed that the concomitant devices were inadvertently omitted from the 3500a initial MDR. They have now been added to section d11. Concomitant medical products. Manufacturer's ref # (B)(4).